Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a minicap. The customer stated that the minicap would not fully cover the female locking connector. There was patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and no root cause could be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.